Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet therapy had been stopped for multiple days after the device was shut off due to a supply-related issue, which led to bg run mode expiration and suspension of dosing; upon contacting support, the patient paired a current continuous glucose monitor (cgm) and resumed automated dosing with a reported blood glucose of 383 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and resumption of therapy with guidance without hospitalization. Investigation included customer care agent review of the reported event, troubleshooting, and user education that resulted in successful cgm pairing and therapy restart. Investigation of this case revealed that the elevated glucose was associated with therapy interruption while the ilet was shut off, and the device functioned as designed once cgm pairing and dosing were restored. It was concluded, based on previously established findings for similar reports, that the cause was user therapy interruption related to a supply issue, with no device malfunction identified.